Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth devices due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a exchange from textured to smooth devices due to the patient's concern with the product" this is for the left side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, broken plug strap and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a exchange from textured to smooth devices due to the patient's concern with the product" this is for the left side device. The device has been explanted.